Manufacturer narrative:
Approximate age of device - 30 days. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due to ischemic bowel. The device was reported to have been operating as expected. No additional information was provided.

Manufacturer narrative:
A direct correlation between the heartmate 3 lvad kit and the reported events could not be conclusively established through this evaluation. No additional information was provided. The heartmate 3 lvad was not returned for analysis. No device-related issues reported. The IFU list death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was reported. The manufacturer will be closing their record on this event.